Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). Sorc found malfunction of the video imaging unit due to damage in the coupler of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, there is the possibility that the reported phenomenon was attributed to the damage in the coupler due to unexpected physical stress to the main body of the subject device.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the cable of the device was broken. Olympus inspected the device at the service department of olympus and found that an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.